Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-03276. It was reported the patient ((B)(6)) experienced ineffective stimulation. Reprogramming was tried to no avail as only unintended stimulation occurred. X-rays revealed the thoracic lead had migrated. Surgical intervention was taken on (B)(6) 2016 where in the alleged lead was repositioned which resolved the issue. Reportedly, effective stimulation was achieved postoperatively. The patient received two scs leads with the same model number. It is unknown which one is the thoracic lead. Therefore, all the possible devices are being reported.